Manufacturer narrative:
Return requested. Replacement computer shipped to site (B)(4) 2016. Medtronic investigation of returned suspect computer finds that throughout all analysis and testing, no video issues were encountered. Reported issue could not be replicated. Some hard drive sector error was found. Hdd errors repaired with seatools. System passed all required testing. Hard drive malfunction. Computer failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Monitor flickering. Replaced computer and issue resolved. System performed as intended. Fully functional. No further issues have been reported.

Event description:
A medtronic representative reported that a site's both of the navigation system monitors were flickering. Half of the screen went black and the top half was flickering. No further details regarding this issue, or specifically when it occurred, were provided. In trouble-shooting, the medtronic representative slaved from computer to separate monitor, also flickering, issue not resolved. There was no patient present when this issue was identified.